Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2024-03549. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Initial and final MDR 1965186- - MDR device 2 of 2. E1: patient city: (B)(6). Patient country: united states. Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4).event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered two infusion sets leakage in the tubing. The blood glucose level was reported 347 mg/dl and treated with bolus. No further information available